Event description:
The customer called in a complaint on (B)(6) 2015, stating they had sent two accession numbers over that same morning and on the agility side, the patient name is incorrect. Upon investigation, the study user ID matched showing the study was in impax correctly and in agility with the same study_user ID, but it had the wrong patient demographics. Agfa discovered there were cases where separate patients existed in impax with the same patient ID. Agfa r&d became involved and the mappings were changed in agility so all studies from cedar county had an assigning authority of ccmh. The customer site is an impax site that routinely sends studies to an affiliated site, nevada regional medical center. Nrmc just recently migrated from an impax system to impax agility. Because the customer site historically reissues patient ids, many of their patients share patient ids. In impax, these studies are successfully differentiated by the use of the puid (patient user ID) attribute. Impax agility, however, does not use puid; it uses patient ID and issuer of patient ID to differentiate/link patients. This means when studies are sent to impax agility, the puid attribute is dropped allowing patients with shared pids to become linked (essentially merged). Because the issuer of pid has not changed and the pids are the same, impax agility treats these patients as one and only one set of patient demographics is applied to all those who were linked. When patients with the same patient ID, but different puid, are migrated from within impax to impax agility, these patients get merged and the patient's demographics from one patient will be linked to the other patient's studies. The data should have been migrated with a different assigning authority depending on the impax system from where the data was provided (issuer). On (B)(6) 2015, the migration was halted. The affected patients' records were identified and a solution to apply an appropriate assigning authority for new studies was implemented. The affected studies were deleted and migrated back into agility with the new separate assigning authorities. The issue was corrected remotely and finished on (B)(6) 2015. The migration of the affiliated affected site, nevada regional medical center is currently in progress and is being monitored. Correct mappings between puid & aa have been put in place. Root cause is impax uses a different mechanism than agility to make a distinction between patients with the same patient ID from a different issuer. This was not streamlined or taken into consideration when migrating the data from different impax systems to agility. To prevent this from happening at other impax agility sites in the future, this issue and the way to prevent it from happening has been updated and described in the impax agility - integration guide. A 21 cfr part 806 report will be reported to the FDA, to include further corrective actions and training to improve the knowledge on assigning authority within agfa support organization. A long term final solution will be to implement a patient matching rule which provides a secondary check to ensure two patient records with the same pid and issuer are indeed the same person by checking other patient demographics is being made to the product. There are no other sites affected. There was no harm to patients or users during this event. Any further actions will be reported via agfa rrc (B)(4)and the FDA 21 cfr part 806 report.